Manufacturer narrative:
The device location was not provided, however, it was reported to not be returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a recanalization of the iliac artery. No resistance was noted during advancement, but the command guide wire separated and about 7 cm remained in the artery. No resistance was noted during removal. It was attempted to retrieve via lasso unsuccessfully, which caused a delay in the procedure. There was femoral embolization which was cleared surgically and a stent was implanted to embed the guide wire against the vessel wall. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation appears to be related to operational circumstances of the procedure. It is likely that during advancement, the guide wire tip core became kinked against the anatomy and/or other devices used. Manipulation of the guide wire likely resulted in the separation and embolism of the separated section of the guide wire. The reported patient effect of embolism is listed in instructions for use guide wire hi-torque command 18 pta ce as a known patient effect of the procedure. The treatments appear to be related to the operational context of the procedure as attempts to retrieve via lasso were made unsuccessfully, and ultimately the embolization was cleared surgically, and a stent was implanted to embed the guide wire against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.